Manufacturer narrative:
No rf pic failed alarms were noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a failed self-test alarm occurred during normal use. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.